Event description:
Defect, broken catheter, the child needed additional anesthesia and new catheter implants. Additional info provided. No section of the device remained inside the pt's body. The pt did require additional procedures due to this occurrence. The product did cause or contribute to the need for additional procedures. The additional procedures were that the child needed additional anesthesia's and new catheter implants. There were adverse effects on the pt due to this occurrence. The complainant did report that the product caused or contributed to the adverse effects the child needed 2 additional anesthesia's.

Manufacturer narrative:
Additional anesthesia due to longer procedure is not labeled. Event eval: still under investigation.